Manufacturer narrative:
(B)(4).

Event description:
Distributor contacted dexcom on behalf of patient on (B)(6) 2016 to report the receiver initialized without a manual restart on (B)(6) 2016. There was no report of any injury or medical intervention. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and no failures were detected related to the customer complaint. The receiver log was reviewed and screen error alarms were observed. The reported event of a an initializing screen without a manual restart was confirmed. A root cause was determined to be a defective battery.